Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2024-02047; 400-140f s801 - device cracked/broke. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.